Manufacturer narrative:
During the investigation performed at the customer site, the blower fan in the thermogard xp ivtm system (B)(4) failed to function. The thermogard system was returned to zoll san jose for further investigation. The root cause for the observed failure was determined to be the loose pins at the j29 connector, which likely occurred during device transportation. Internal component connections may become loose due to transport vibration. Upon visual inspection, zoll service personnel noticed that the left corner of the front housing assembly was broken. The damaged part was replaced to address the observed physical damage. The thermogard system failed functional testing due to tcmid:02 (ce danfoss error) error message. Due to the loose connection at the j29 connector, the blower fan had no power, and the compressor got overheated. As a result, the danfoss controller cut off the power to the compressor and triggered the tcmid:02 error. The j29 connector pins were tightly secured to address the observed failure. Following service, the thermogard xp ivtm system passed all the final functional tests without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard xp ivtm system with (B)(4).

Event description:
During the investigation on (B)(6) 2021, at the customer site, the blower fan in the thermogard xp ivtm system (B)(4) failed to function. No patient involvement.